Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s implant had not been working for a few months, and all of their old symptoms had come back. They had tried increasing and turning stimulation on and off, but ¿they got nothing.¿ it was recommended that they follow up with their healthcare provider. No further patient complications were reported.